Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump suspended without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/12/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/09/2014 with the following findings:during testing, the pump powered on properly with audible tones and vibration using the returned battery cap. The pump was exercised for 24 hours with no self suspending observed. The pump was manually suspended and resumed successfully. All keypad buttons responded properly to user presses. The complaint of unintended suspending was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked.